Event description:
It was reported that the pump was tested and the results during maintenance indicated that the pump had an inaccurate flow rate of 20 percent. The pump was tested at another location with a result of 4.144 percent. The pump was to be repaired. There was no patient involvement, no patient adverse effects.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Other, other text: one device was returned for analysis. Visual inspection showed a swollen dso seal, scratched lens, and a damaged remote dose connector. The tamper seal was broken. There was no evidence to review in the device's event history log. An accuracy test was performed and the reported issue was duplicated. The cause of the reported issue was due to the expulsor. As a result, the expulsor was sanded. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. D3, g1, and g2 email is: regulatory.responses@icumed.com

Manufacturer narrative:
A1 updated, corrected data: health effects corrected.